Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the connection fitting on the back of the unit was damaged; however, a cause of the reported event could not be determined. To resolve the issue, the technician replaced the fitting. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported a leak from their advantage plus endoscope reprocessing system. No report of injury.